Manufacturer narrative:
The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.

Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, during hysteroscopy phase, two fluid loss alarms were generated (rate of loss unknown). Clinical follow up information confirmed that there was no perforation but there was leaking at the cervix, the device performed as intended, there was nothing unusual about the cervix and there was no indication of over dilation. There were no patient complications reported with this event and the patient's condition is reported to be "great".